Manufacturer narrative:
Additional information was added to h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) devices were received for evaluation. The returned sets had been primed with unknown solution and all three (3) samples were received as partials with part of the set cut off. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional under water pressure testing was performed with no leakage or blockage was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) interlink secondary medication sets would not flow. This occurred during use with a human albumin elisa laboratory test kit at a laboratory. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.